Event description:
It was reported by service report that the fowler could not be lowered to its lowest height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler.